Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached outside of the patient at 28,638 joules. Additional information reported by the customer was during set-up the aim test was performed and beam was visible. During the procedure, there were no error codes that were displayed on the console when this event occurred. The user did not experience any injury from use of the system. This issue did not cause any issues with the patient.

Manufacturer narrative:
(B)(4).